Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was trying to set her low settings but cannot find out how to do it. Customer's blood glucose was 42 mg/dl. Customer stated that her sensor did not say anything, which is why she is trying to change it. Customer stated that she was napping and woke up with a blood glucose reading of 40 mg/dl. Customer's sensor glucose value was 70. Customer was walked through changing the glucose limit. Customer declined troubleshooting for low blood glucose.